Event description:
In 2008, a doctor reported that 10 veneers placed with nx3 on four different patients had fallen off.

Manufacturer narrative:
The patients' veneers were recemented using a different product without incident. The patients are doing fine. The device was not returned to kerr corporation for evaluation. The retain sample underwent adhesive strength testing. The result indicated that the product was within specifications. This is the third MDR report of the four incidents reported. Attachment: [nx3 2024312-2008-00023 - evaluation.pdf]